Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the malfunction was duplicated and attributed to a loose system interconnection flex cable. The flex cable was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.